Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated, and the pull wire was retracted at the proximal end of the pusher assembly. This likely occurred due to the detachment attempts during the procedure. Further evaluation revealed that the pusher assembly was kinked throughout its length and fractured, the pull wire was retracted from the fractured location on the pusher assembly and the embolization coil had offset coil winds. This damage was likely incidental to the complaint. Due to the returned damage, the root cause of the reported detachment issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. 4316 - the investigation findings do not lead to a clear conclusion about the root cause of unintentional detachment of the pc400 .

Event description:
The patient was undergoing a coil embolization procedure to treat a pericallosal artery aneurysm using a penumbra coil 400 (pc400), penumbra coil 400 detachment handle (handle), px slim delivery microcatheter (px slim), and a non-penumbra stent. During the procedure, the physician placed the px slim behind the non-penumbra stent and then advanced a pc400 into the aneurysm and attempted to detach it using a handle; however, the pc400 failed to detach. It was reported that the physician pulled hard on the pusher assembly of the pc400 and made several attempts to detach the pc400 using the handle, but the coil would not detach. Therefore, the physician decided to remove the pc400. Subsequently, while retracting the pc400 back into the px slim, the pc400 unintentionally detached inside the px slim. The physician, therefore removed the px slim containing the detached pc400. The procedure had ended at this point. The physician plans to attempt re-coil the aneurysm at a different date. There was no report of an adverse effect to the patient.